Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Item and lot numbers unknown.

Event description:
It was reported that during revision surgery while reaming with a rasp a periprosthetic fracture occurred running out distally, resulting in a 2-level fracture with a split osteotomy in the middle, which is refixed with cerclage wires.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. During the on-going investigation it was noticed that the involved device is not a zimmer biomet product. This complaint will be set to not a complaint. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During the on-going investigation it was noticed that the involved device is not a zimmer biomet product. This complaint will be set to not a complaint.